Event description:
It was reported that the user experienced a nocturnal hypoglycemic event with a lowest blood glucose of 65 mg/dl while using the ilet system with an inset 23" 6 mm infusion set, and the device alerted for the low. Symptoms were not reported. Outcomes included self-treatment with oral glucose (orange juice) and no need for outside assistance or medical intervention. Investigation included complaint intake review and user troubleshooting and education, and an appointment was scheduled for further assessment. Investigation of this case revealed no device malfunction identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the event was hypoglycemia with cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.